Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or unexpected error message anomaly noted during testing. Device had cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was loose and insulin pump had unspecified error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the diminished battery life and failed battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.